Event description:
A medical assistant reported blood glucose results of 478 mg/dl and 484 mg/dl with a lifescan meter and 763 mg/dl and 700 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there were no interventions that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient was then sent to the hosptial where they were treated for high blood sugar. No treatment was given at the physician's office. The meter has been replaced.